Manufacturer narrative:
Eval: smiths medical's investigation into this event is still in process. A smiths medical rep was sent to the hosp, as they would not release the sample, and his preliminary finding was that (on a retain lot sample) leakage out of the top of the drip chamber was observed. This failure mode appears to be related to a bond issue. The retain samples have been forwarded to our mfg site for full investigation. A follow-up report will be submitted upon completion of the investigation.